Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one of the instrument's grip cables was frayed at the distal clevis hub. The cable segment was sticking out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. Isi has made several attempts to contact the site to verify additional information regarding the returned instrument. As of the date of this report, no additional information has been provided. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The failure analysis findings do not constitute a MDR reportable event; however; the damage to the instrument's grip cables and main tube, could likely cause or contribute to an adverse event if the failure modes were to recur.

Event description:
On (B)(4) 2014 intuitive surgical, inc.(isi) received the prograsp forceps instrument from the site. There was no complaint description provided.